Manufacturer narrative:
The reported event was duplicated through the use of a shop handpiece. Upon disassembly, the service technician noted that there was widespread corrosion throughout the device. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during a procedure at the user facility the device was spitting out black dust. The procedure was completed successfully with no delay. No medical intervention, and no adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility the device was spitting out black dust. The procedure was completed successfully with no delay. No medical intervention, and no adverse consequences were reported.